Event description:
It was reported unspecified bd¿ alaris pump infusion set underinfused the patient's medication. The following information was provided by the initial reporter: "this was an under infusion incident".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-apr-2022. The following fields are updated as possible lot numbers. D4: medical device lot #: 21125096. D4: medical device expiration date: 03dec2024. H4: device manufacture date: 03dec2021. D4: medical device lot #: 21116483. D4: medical device expiration date: 02dec2024. H4: device manufacture date: 02dec2021. H6: investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd secondary set and primed with saline. An infusion run was conducted at a rate of 125 ml/hr for 1 hour and flowed into an empty beaker. Approximately 125 ml was observed in the beaker when the infusion run finished. The customer complaint that there is under infusion could not be replicated. The root cause could not be determined because the issue could not be replicated. A DHR was performed on the possible lots: a device history record review for model 11532269 lot number 21125096 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11532269 lot number 21116483 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported unspecified bd¿ alaris pump infusion set underinfused the patient's medication. The following information was provided by the initial reporter: "this was an under infusion incident".